Event description:
During preparation for use for a cardiopulmonary bypass procedure, the pump console did not switch to the battery backup system when tested. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
No consequences or impact to patient. Evaluation anticipated, but not yet started.